Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhoea') in an adult female patient who had essure (batch no. E13076) inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea to be related to essure. The reporter commented: essure insertion details: a hysteroscope was inserted into the vaginal opening. Cervix, uterus, and fallopian tubes were viewed prior to placement. Coils were inserted into the fallopian tubes. Turns were visible on the implant. Patient tolerated procedure well with no complications. Surgical pathology report: benign ecto/endocervix with features of chronic cervicitis and focal nabothian cyst. Benign proliferative phase endometrium. Benign myometrium with focal adenomyosis. Bilateral benign fallopian tubes containing intact essure device and unilateral (left) paramesonephric cyst (hydatid of morgagni). No evidence of neoplasm. Reason for removal: indwelling essure implant. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "medical device remover and dysmenorrhea". Production date 2015-07-21, expiration date 2018-07-28 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhoea') in an adult female patient who had essure (batch no. E13076) inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea to be related to essure. The reporter commented: essure insertion details: a hysteroscope was inserted into the vaginal opening. Cervix, uterus, and fallopian tubes were viewed prior to placement. Coils were inserted into the fallopian tubes. Turns were visible on the implant. Patient tolerated procedure well with no complications. Surgical pathology report: benign ecto/endocervix with features of chronic cervicitis and focal nabothian cyst. Benign proliferative phase endometrium. Benign myometrium with focal adenomyosis. Bilateral benign fallopian tubes containing intact essure device and unilateral (left) paramesonephric cyst (hydatid of morgagni). No evidence of neoplasm. Reason for removal: indwelling essure implant. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "medical device remover and dysmenorrhea." Most recent follow-up information incorporated above includes: on 1-jul-2020: medical records received. Event " dysmenorrhea" was added. Essure lot number and patient date of birth was added. Reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.